Manufacturer narrative:
(B)(4).

Event description:
Patient's sister contacted dexcom on (B)(6) 2016 to report a continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. There was no report of any injury or medical intervention. No additional even or patient information is available. Data download log was provided by the patient and reviewed for evaluation on 06/30/2016. Complaint for inaccurate cgm values was confirmed. The root cause could not be determined post investigation.